Event description:
Rn (registered nurse) observed blood in iabp (intra-aortic balloon pump) helium line in right femoral artery. Arterial wave form noted to be intermittently loose on monitor. Rn notified crnp (certified registered nurse practitioner) and md to come to bedside to exchange iabp. Iabp did not alarm at any point for "air loss" or "blood detected" as would be expected for iabp balloon rupture. Right femoral iabp had to be discontinued and new iabp inserted to left femoral artery by md. Examination of iabp showed balloon intact, but central arterial catheter was broken within the balloon, allowing the balloon and helium line to fill with blood.